Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker and right atrial (ra) lead were explanted and replaced due to product malfunction. Additionally, the ra lead failed to be removed from the pacemaker header. The patient condition was not known.

Manufacturer narrative:
The reported events were failure to remove lead from header and ¿lead malfunction¿. A complete lead was returned in two pieces for analysis. The reported event of ¿lead malfunction¿ was confirmed. Visual inspection found an external abrasion breaching the outer insulation proximal to the suture sleeve tie impressions consistent with friction to device can. The outer coil was found to be exposed at this location. The cause of ¿lead malfunction¿ was due to exposed of the outer coil at that abrasion zone. The reported event of failure to remove lead from header was not confirmed. Is-1 connector dimensional analysis of the connector pin, front seal, connector ring, and connector boot adjacent to the second set of sealing rings were all within product specification. All other damage found is consistent with procedural damage.